Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and a backlight inverters pcb were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an erratic display. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the gui pcb (graphical user interface printed circuit board). The service engineer performed testing and calibrations and the device operated within the manufacturing specifications.